Event description:
Medtronic received a report that there was resistance at the hub of the microcatheter while delivering the axium coil. The distal end of the axium coil was bent. The axium coil was not used and another coil was used to complete the procedure. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien 6f guide catheter, a phenom 17-90 microcatheter, a sl10-st microcatheter, and a synchro14. Additional information was received that there were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: product analysis #705739714:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium prime pusher segment and introducer sheath were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The sl-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. The pusher was found broken at the break indicator with the release wire fully retracted out of the pusher. The distal pusher segment and implant coil were not returned for analysis. The release wire was found broken at ~17.5cm from the break indicator. The coin was found undamaged. Testing/analysis: the axium prime device could not be used for resistance testing as the implant and distal pusher were not returned for analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ could not be confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, micro catheter damage, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The customer report of ¿coil kink/damage¿ could not be confirmed as the implant coil was not returned. It is possible the damage occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. As the sl-10 micro catheter used in the event was not returned for analysis, any contribution of the sl-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the sl-10 micro catheter as the sl-10 micro catheter has an inner diameter of 0.0165¿ (per stryker website). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.